Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump received no delivery alarm. The customer¿s blood glucose level was 400 mg/dl. The customer states the cannula is bent. The customer also states that does not see any air bubbles. Troubleshooting was performed for no delivery and the customer states the insulin exited. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.